Event description:
It was further reported that access was obtained through the femoral artery. The lesion was 50% stenotic with mild calcification. No resistance was met during advancement of the device and no kinks were observed during preparation or procedure.

Event description:
It was reported that during a stenting treatment procedure, a hole in the balloon occurred. The lesion was located in the severely tortuous common iliac artery. The physician advanced the 8.0-20,80cm wanda balloon to the lesion and was unable to inflate the balloon, possibly due to a hole on the balloon material. The procedure was completed with another 8.0-20,80cm wanda balloon and the deployment of a non-bsc stent. No complications were reported and the patient's status is good. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluation: visual and tactile examination revealed no damage to the shaft of the device. The balloon was folded and wrapped around the shaft of the device. The device was attached to an encore inflation unit and the balloon was inflated to its rated burst pressure and a leak was observed coming from the hub. Visual and microscopic examination of the hub revealed a crack running through the threads on the left hand side of the balloon luer, with the printed side facing upwards. It was not possible to inflate the balloon as a result of the crack in the balloon luer. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was further reported that access was obtained through the femoral artery. The lesion was 50% stenotic with mild calcification. No resistance was met during advancement of the device and no kinks were observed during preparation or procedure.